Event description:
The customer received an initial result of 4.68 mlu/ml with the axsym b-hcg assay. The sample was repeated on the same instrument with results of 42.15 mlu/ml and 50.60 mlu/ml. The sample was also repeated on anothe axsym with results of 27.29 mlu/ml and 30.23 mlu/ml. No injury reported.